Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Expected fasting blood glucose test result range is 158 to 189mg/dl. Testing performed eight to ten times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently has an insulin pump to manage diabetes. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 256mg/dl (B)(6) 2015 05:00am. 139mg/dl (B)(6) 2015 08:00am . 79mg/dl (B)(6) 2015 12:30pm. 80mg/dl (B)(6) 2015 05:30pm. 67mg/dl (B)(6) 2015 07:30pm . Adverse event not reported.

Event description:
Customer complaint of about high blood results. Expected fasting blood glucose test result range is 158 to 189 mg/dl. Testing performed eight to ten times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently has an insulin pump to manage diabetes. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 256mg/dl, (B)(6) 2015, 05:00:00 am; 139mg/dl, (B)(6) 2015, 08:00:00 am; 79mg/dl, (B)(6) 2015, 12:30:00 pm; 80mg/dl, (B)(6) 2015, 05:30:00 pm; 67mg/dl, (B)(6) 2015, 07:30:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.